Manufacturer narrative:
Cmp-(B)(4). UDI #: (B)(4). Concomitant medical products: multipolar bipolar cup liner, catalog#: 00500105028, lot#: 62603733. Versys hip system femoral stem, catalog#: 00787101360, lot#: 63333494. Multipolar bipolar cup shell, catalog#: 00500105100, lot#: 61557091. Occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00760.

Event description:
It was reported that patient dislocated subsequent to hip arthroplasty. Surgeon elected to remove prosthesis leaving just one cable about 1/3 down the femur. Cement mantle is intact and has been left in situ. Patient left with a girdlestones, and future treatment is considered palliative. No further information has been provided.